Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to avoid the possibility of drain damage or breakage, please follow these steps: additional perforations should not be made in the drains avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.

Event description:
It was reported that during a total left knee replacement, a piece of the drain broke off in the patient's knee during removal of the drain. The drain was checked during closure for free motion and when the product was removed there was no pinching or binding. When the physician pulled the trocar through the physician did not feel any resistance. The product was monitored while in use. The dressing remained intact and the drain was emptied by nursing unit per protocol. The complainant alleged the break was a clean break that occurred through the hole perforations for drainage. The drain was removed slowly by the surgeon via arthroscopy. It is unknown if the drain broke prior to the removal of the device or during the removal of the device. The drain broke in two pieces in the patient's knee joint. The drain was placed on (B)(6) 2015 and broke on (B)(6) 2015.